Event description:
The event is reported as: a catheter was inserted in the operating room for a baby, (B)(6). The catheter broke and the funnel part of the catheter was recovered in the bed when the baby woke up in the recovery room. The other part remained in place in the bladder. The catheter was removed and a second catheter was inserted. The second catheter broke also. This complaint is in reference to the second catheter inserted. A separate complaint has been entered for the first catheter used. No pt injuries reported.

Manufacturer narrative:
It is unk if the device is available for eval by manufacturer. If additional info or sample is received, a follow-up report will be submitted.